Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had an audio anomaly. The device was no longer beeping during the alarms and alerts. The customer had a low blood glucose alert but they did not hear it. The customer¿s blood glucose during the incident was 68 mg/dl. The device did not pass troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report.

Event description:
It was reported via phone call that the auto mode feature was on at the time of the reported event. The mother woke up one morning to find that the pump had gone off auto mode due to a bg required alarm. However, the mother never heard the alarm due to the audio anomaly.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures error noted during testing or listed in device history.